Event description:
Event description cpi received information that this implantable pulse generator (ipg) exhibited the elective replacement time (ert) indicator during pre-implant testing and it could not be cleared.